Event description:
2024-jun-12: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller was told by patient that it has not worked for years. No further information available. Caller said he just found out from manufacturer representative (rep) that device is dead. On (B)(6) 2025: caller reports patient indicated the device is non-functional, not able to charge for years. Caller have no further information. On (B)(6) 2025: caller stated ins did not work, does not turn on, and did not charge any longer since a couple of years ago. On (B)(6) 2025: the patient (pt) called back stating that they recently moved back to in to have several surgeries. Pt said that they had two implants through mdt and that their current ins needed to be removed. Pt said that hcp wanted them to have an MRI, however, the MRI facility wasn't allowing them to go through with having an MRI. Pt said that the manufacturer representative (rep) in tn's equipment would connect to their ins, but the ins wouldn't charge or make adjustments from the rep's equipment; pt said that this was what the rep called a dead battery. Pt said that the MRI was supposed to have been done on the 11th and now it was pushed out to the 20th. Pt said that they were about to cut the ins out and go to the ER and get stitched up; pt said that they didn't actually mean this. Pt was expressing frustration throughout the call with the device preventing them from having a MRI. Pt said that they had a lot of damage in their spine and that the ins had them more scared than anything as what if they were in a car accident and couldn't respond and they were put in a MRI machine. Pt said that the ins worked great when it worked. Pt said that both of their implants quit working within 2-3 years. Pt called to request a local rep. Agent reviewed rep role with the pt and redirected pt to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.